Event description:
The manufacturer received information that a trilogy evo was reported to have failed pre-operational testing for system leak verification: pressure drop over 10s. There was no patient involvement, and no harm or injury reported. It was reported that follow-up repair for the pre-operational failure was refused by the customer. No further investigation or repair was completed. No additional information is expected. A final report is being submitted. If new information becomes available a follow up/supplemental report will be completed.